Manufacturer narrative:
H10: additional manufacturer narrative: the aquabeam motorpack was returned for investigation along with the associated handpieces. Upon functional testing an e22 error triggered and could not be cleared, which confirms the reported event. Additionally, the motorpack was tested with the associated handpieces. The motorpack was deconstructed and viewed under magnification. Signs of fluid ingress was observed around the inside of the motorpack shell, however, it is unknown how the fluid entered the motorpack. The root cause is fluid ingress as salt deposits were seen on and around the inside of the motorpack shell. A review of the device history record (DHR) ab2000-b/serial number (B)(6) and aquabeam motorpack/lot number 21c01342 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual, um0101-00 rev. F, aquabeam robotic system user manual, us, english was reviewed. Table 5 system detected errors and faults: e22 - motorpack error. Release foot pedal and click x. If error persists, reconnect handpiece to motorpack. If error continues, replace handpiece. The root cause is fluid ingress as salt deposits were seen on and around the inside of the motorpack shell. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the even.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during the aquablation procedure "e22 - motorpack error" error messages were being generated followed by an "e50 - console error" message, and could not be cleared despite multiple troubleshooting steps. As a result, the aquablation procedure was aborted. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Additional manufacturer narrative: adverse event problem. Component code 4756: per the instructions for use. The aquabeam motorpack, a re-usable component of the aquabeam robotic system, provides power to the aquabeam handpiece by means of dc motors. Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.